Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device not was received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the positioning issue was use related and related to not tightening the touhy. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was trouble obtaining optimal positioning of the pump, due to the device potentially caught within the papillary muscle. There was no injury sustained, nor any medical intervention required. The pump continued to support the patient until hemodynamics stabilized.